Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver unknown morphine. It was reported that the patient's personal therapy manager (ptm) was stopping in the middle and the patient was getting codes "like 368 stating to restart the device" and they could not deliver a bolus, as thehandset was slowing down and getting stuck at 90%. Patient services reviewed information and was going to try to walk the patient through deleting data, but the patient got disconnected. Patient services called back but was routed to voicemail. Patient services left a voicemail. The patient called back to continue troubleshooting. Patient services was able to walk the patient through deleting data and the patient was able to get connected and deliver a bolus without having any further issue. Patient services reviewed information and advised to contact patient services if they needed further assistance.